Manufacturer narrative:
A complete investigation was not performed as no product code, lot number or sample was provided. Questions were sent to the author of the article. No response was received. The study concluded similar results when using fenestrated or chimney endografts. The author states that c-evar may be an appealing and efficient alternative, not only in emergent settings but also in elective cases where f-evar is predicted to be technically difficult or is contraindicated. Associated file: 3011175548-2017-00061.

Event description:
Received an article titled: comparison of fenestrated endovascular aneurysm repair and chimney graft techniques for pararenal aortic aneurysm published in the journal of vascular surgery. The purpose of this article was to compare the results of fenestrated endovascular aneurysm repair (f-evar) and chimney endovascular aneurysm repair (ch-evar) within a single institution. Consecutive patients (80 f-evar and 38 c-evar) at one institution who met the criteria for either f-evar or c-evar. Per the article, procedural complications included adverse events associated with the procedure and follow up.